Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). During the investigation of the history log files no abnormalities could be detected. Entries of the reported infusion therapy could be found. Further a change of the vtbi value was detected. During the visual inspection of the perfusor space, all cover caps on the screw pillars and the seal on the lower housing were available and undamaged. The device shown age related signs of wear and tear and it was slightly dirty. The functional test was performed. The device passed the self test with a positive result. A syringe could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The reported infusion therapy was repeated. No malfunction occurred. The delivery accuracy of the pump was checked (according to en iso 60601-2-24). For an inside investigation the device was disassembled. It could be detected that the device was used with a not original battery pack sp. Furthermore the inside was slightly dirty. The complaint could not be confirmed. No technical malfunction could be detected during the investigation of the device history and the measurement of the delivery. The device works according our specification.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). In the moment the device is investigate in our service laboratory. If we get new information, an investigation report will create. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): "failed during infusion." Customer information: infusion pump display closed down during infusion. Closed down without any warning for the nurse. Pump infused dopamin.